Event description:
It was reported that an occlusion alarm occurred. Customer reported a high blood glucose reading without a specific value, as the display showed "high." To address the elevated blood glucose, the customer administered a correction injection via multiple daily injections and did not require third-party assistance. Reportedly, the customer was unable to continue troubleshooting the issue, therefore no additional information was obtained.